Event description:
It was reported that the pacemaker exhibited noise. No intervention were made and the patient status was unknown.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-11834, the same event was previously reported as 2017865-2023-11828.